Event description:
Resident was being transported to an outpatient clinic appointment via facility bus. Resident was seated in a reclining geri-chair, unsecured with a seatbelt. Chair was properly tied down in bus. On 2 occasions, resident slid out of the chair, onto floor of the bus.